Event description:
It was reported that the etrak 2500l system would not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to restart the ups. Ups restarted and the system fully recovered. The system was tested and found to be working as intended and placed back into service.